Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses. Customer was able to press with more force and button responded. In addition, it was reported that the touchscreen was delayed in responding to touches. The customer's blood glucose level was 63 mg/dl. Ultimately, the touchscreen responded to touches and customer continued using the pump for insulin therapy.